Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The blood glucose reading was 424 mg/dl, which was treated with the insulin pump after an infusion set change. The customer stated that she fell in her house 2 weeks prior. She complained of dizziness, slurred speech, and disjointed thought process. She stated that the no delivery alarms had started showing up 2 to 3 days prior to the call. She noted that she had been unsuccessful in changing her infusion set since then. She stated that the insulin pump would not take the infusion set and would beep instead. The most recent blood glucose reading was 169 mg/dl. She was unable to troubleshoot for the alarm because she had already changed the infusion set and administered 25 units of insulin as a correction dose. She had already disposed of the infusion set, so it was unavailable for analysis. She was advised to contact her doctor for consultation. Nothing further reported.